Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient hadn't been able to charge their implanted neurostimulator (ins) for about a week. Caller stated the recharger was getting kind of finicky and used to not be this way when they go to charge the implant. Caller explained the recharging process was so fussy, they had to have the paddle in the exact right spot for the ins to recharge, and that was working for a while, but no matter how much they moved the paddle around, the slightest movement or breath seemed to kick off the connection. Caller mentioned towards the last week, the paddle would get really hot on the patient's skin, so they unplugged the paddle and had to take breaks. Caller spoke with manufacturer representative (rep), last week or the week before that (but also said they had worked with them even earlier regarding the issue), and was told to call patient services (ps) for a replacement. A request was sent to the repair department to replace the recharger.

Manufacturer narrative:
Continuation of d10: product ID 97755 , serial# (B)(6) , recharger was returned and the analysis results shows that recharger antenna failure with the message no device found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient hadn't been able to charge their implanted neurostimulator (ins) for about a week. Caller stated the recharger was getting kind of finicky and used to not be this way when they go to charge the implant. Caller explained the recharging process was so fussy, they had to have the paddle in the exact right spot for the ins to recharge, and that was working for a while, but no matter how much they moved the paddle around, the slightest movement or breath seemed to kick off the connection. Caller mentioned towards the last week, the paddle would get really hot on the patient's skin, so they unplugged the paddle and had to take breaks. Caller spoke with manufacturer representative (rep), last week or the week before that (but also said they had worked with them even earlier regarding the issue), and was told to call patient services (ps) for a replacement. A request was sent to the repair department to replace the recharger.